Event description:
The initial reporter stated that the pump under delivered. Mmdg followed up with the initial reporter, who stated that the complaint had occurred during testing. No further information was provided. [Complaint-(B)(4)]

Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, the pump operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, no MDR would have been required.

Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmdg, no investigation could be performed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump under delivered. Mmdg followed up with the initial reporter, who stated that the complaint had occurred during testing. No further information was provided. [Complaint-(B)(4) ].